Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: radiolucent lines were not noticed on the pictures of the returned x-rays. Patient is complaining about pain approximately 1 year after surgery. There is no additional information on surgery/patient characteristics and post-operative treatment. With the available information, a probable cause for knee pain cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient is experiencing pain. An x-ray was taken and the results show that there are defined lines around the femoral component indicating no bone growth to the femoral component.